Manufacturer narrative:
The device involved in the reported incident is not expected to be returned for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The reporter stated that the surgeon inserted the bolt and attached ventricular catheter. The device was not placed in the ventricle as intended. The surgeon attempted to remove the bolt and ventricular catheter and reinserted it in an attempt to place it correctly in the ventricle. When the bolt was again removed, the white ventricular catheter was not attached. A craniotomy was performed to retrieve the retained part. Integra has requested, in writing, additional clinical information from the reporter. No reply has been received to date.